Event description:
The patient contacted animas on (B)(6) 2012 reporting that the buttons on the front of the keypad were intermittently responding and required increased force to activate. The patient stated that the issue was occurring for a few months. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the contrast button was unresponsive due to missing of key contact. The up, down and ok buttons responded appropriately. Evaluation revealed that there was contamination found under all button contacts. Evaluation revealed that the a dim pink display screen was observed and the display lens was found to be scratched.